Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient fell asleep while connected to battery power. The batteries discharged completely and the patient passed away. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the patient reportedly fell asleep while connected to 14 volt lithium-ion batteries and subsequently expired on (B)(6) 2020 due to full battery depletion. The report of full battery depletion was confirmed through analysis of the downloaded controller log files. A review of the patient¿s history found no related complaints. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The hm 3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.